Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the customer insulin pump transmitter did not blink when connected to the sensor. The customer¿s blood glucose was unknown at the time of incident. Customer also reported that the sensor was missing the cannula after it was removed from the insertion site. The product is not expected to return for analysis.